Event description:
It was reported that on a routine post-op x-ray, a loose screw was noticed. The patient was returned to the or for revision of the loose screw. The original surgery was an orif (open reduction internal fixation) of a distal radius fracture on (B)(6) 2014. A 2-column variable angle (va) locking compression plate (lcp) distal radius plate was used; 2.4mm locking screws were used distally and 2.7mm cortex screws were used proximally during the original orif. When the patient was returned to the or, the fracture reduction was noted to have been lost as well as the loose screw. Reduction was obtained, additional locking screws were applied to plate, the loose screw was removed and replaced, and the original plate was re-used. The surgeon was deciding if he should redirect another screw; however, when he removed that screw only the screw head came out. The shaft was not removed and remains in the patient. The surgery was completed successfully without patient harm and no delay in the procedure. It was reported that reduction and fixation appeared to be solid at the end of the procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the 2.4mm variable angle locking screw is a single use device routinely used in the compact distal radius system (technique guide j12438-a) in addition to the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system (technique guide j9980-b). The returned device shows asymmetrical deformation of the threads on both the shaft and a portion of the screw head on both devices. X-rays were requested but were not provided. Magnified inspection reveals deformation only on the thread nearest the shaft of the locking screw head 02.210.118 and similar deformation on the remaining piece of the unknown broken screw head indicating likely over angulation past fifteen degrees. Over angulation conditions are likely to have left the intact screw head proud, the most likely reason for the screw loosening and breakage upon removal of the partial screw. Drawing number 02.210.106 rev. H was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The unknown screw is presumed to be a similar 2.4mm variable angle locking screw of indeterminate length. The screw head diameter was measured as 3.33mm (gauge ca99) which is 3.4±0.5mm as per drawing number 02.210.106 rev. H. The top of the unknown screw head also has a purple coloring consistent with the 2.4mm variable angle locking screws. It is likely that the over angulation of both screws caused the breakage of the unknown screw and the loosening and backing out of the 02.210.118 screw which led to this confirmed complaint condition, however this complaint is not a result of a design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.